Event description:
It was reported by service report that the pt foot right and left side rail were not locking in the up position. Also, the ground prong from the power cord was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Missing ground prong on power cord. Siderail not locking in up position.